Manufacturer narrative:
The product was returned and the reported breakage confirmed. Supplied info indicated the pt has a "proud" tubercle which may have applied more stress to the patella. Only one hald of the broken poly component was returned. Examination of the back surface of the poly revealed that it had rotated out of position. Subsurface delamination was also observed, and is attibuted to oxidation from the method of sterilization used at the time of MFR. Our investigation was unable to identify the specific cause of failure and concludes that a combination of factors contributed to the breakage.

Event description:
Complainant claims that the polyethylene patella broke.